Event description:
It was reported device started developing memory kinks in the limbs where we clamp the clamps at causing flow issues during dialysis. It was stated it occurred by the third day after insertion. Acute start had to have it replaced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported device started developing memory kinks in the limbs where we clamp the clamps at causing flow issues during dialysis. It was stated it occurred by the third day after insertion. Acute start had to have it replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw2911 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2911) have been reported from the same facility.